Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended.  Codes: b01, c19, d14 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the task did not progress from the "no signal" display even when it was activated. The device did not restore even when the reset button was pressed. No known impact to patient outcome. There was a less than one hour surgical delay.

Manufacturer narrative:
H3: analysis was performed for product: 9735225r, lot number: 1995391. It was reported that the returned computer booted normally to the application screen. The cranial program started and ran normally. No video issues were observed. There was no error with seatools long test, and memtest86. Previously coded b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.